Event description:
It was reported that the haptic of the aq2010v silicone three piece lens, tore as the surgeon inserted it in the eye. The lens was removed without any patient injury. The reporter indicated that the incident was the result of a user's technique.

Manufacturer narrative:
Results: visual inspection of the returned product showed half of the lens was torn off and missing and there was a clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4).